Event description:
The customer called and reported that the sensor gave a reading of 69 mg/dl, causing his insulin pump to threshold suspend, while his blood glucose was 168 mg/dl. Customer stated, the discrepant readings were becoming a constant issue. Customer was advised to turn off and reboot the sensor. Insertion and calibration techniques were discussed. The customer was advised the sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.